Event description:
It was reported that there were two incidents with separate catheters that were dislodged and pulled out of the intrathecal space. The first catheter dislodgement occurred following a pump and catheter replacement in (B)(6) 2012 (the pump was replaced due to 'regular battery change out'). The patient stated that following the implant the catheter 'didn't take.' The catheter was replaced in (B)(6) 2012. The patient also stated that the catheter was replaced due to a 'bulge' 3 inches long on her mid-back which caused her to not be able to move. The second catheter dislodgement occurred following the catheter replacement in september. The patient stated that the new catheter did 'not take' either. The physician told the patient that her tissue was not holding the catheter. The patient reported that the physician 'admitted that something happened' during the surgery, but did not know what. The physician told the patient that another catheter could not be implanted because her tissue would not hold it. The patient planned to have the pump and catheter explanted. The patient was told that she could not have another pump and catheter re-implanted. The patient noted that in the past 15 years she had not had an issue with the pump until a new catheter was implanted. At the time of the report the patient was in excruciating pain and she could see a bulge in her back. The patient was currently taking oral morphine due to an increase in pain. The patient stated that the oral medication would not work enough to allow her to decide to remove the pump. It was unclear what medications were used in the pump; however, indicated medications included fentanyl, clonidine, bupivacaine, prialt (ziconotide), droperidol, baclofen, dilaudid (hydromorphone) and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter; product ID 8590-9, lot# n287165, implanted: (B)(6) 2012, product type accessory; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type accessory. (B)(4).